Event description:
Information was received indicating that a check clutch plunger lever error occurred to a smiths medical medfusion® 3500 syringe pump. It was noted that screws were also missing, the case was damaged, failed occlusion test and was in need of a battery. There were no reported adverse effects.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the top case to be chipped and cracked and the bottom case had contamination. A review of the event history log found a "check clutch" error. After multiple rounds of testing during investigation, the reported issue could not be duplicated.